Manufacturer narrative:
The investigation reviewed the anti-hbc ii calibration for module a and module b and the results were within specifications; module a's calibration 2 signals were lower than module b's. The investigation reviewed the qc for both modules and the results were within specifications. The alarm trace and data showed multiple sample quality-related alarms. The investigation determined the event was consistent with a preanalytic issue at the customer site (sample quality). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys toxo igg, elecsys anti-hbc ii, and elecsys hbsag gen. 2 immunoassay results from three patient samples tested on the cobas e 801 analytical unit (with 3 modules: module a, module b, and module c). The questionable results were found while the reporter was performing an instrument validation. This medwatch is for the elecsys anti-hbc ii assay. Please refer to the medwatch with: a1. Patient identifier (B)(6) for the elecsys toxo igg assay. A1. Patient identifier (B)(6) for the elecsys hbsag ii assay. Sample (B)(6): on (B)(6) 2024, the initial anti-hbc ii result from module a was 2.22 cut-off index coi (non-reactive). On (B)(6) 2024, the repeat result from module b was 0.0833 coi (reactive). The reporter stated that the repeat result might be the correct result.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.